Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('burning like pain in my back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain in upper stomach"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper and back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain upper and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Device category changed from device other event to incident. Event back pain made serious incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('burning like pain in my back') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("pain in upper stomach"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper and back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain upper and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.